Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hospitalization for confusion and blood sugar issues. There is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. Glycemic control issues is a common occurrence in end stage renal disease (esrd) patients due to alterations in insulin metabolism and changes in red blood cell survival. Based on the available information a cause of the patient¿s confusion and blood sugar issues cannot be confirmed. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to request a replacement cycler for unspecified alarm issues. The patient could not give any information in regards to the type of alarm or when it occurred. The patient stated they were currently in the hospital. Additional information was obtained from follow up with the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital for confusion and blood sugar issues (unspecified). The pdrn stated the blood sugar issued were currently under control. It is unknown if the patient is diabetic. Hospital course is unknown and the patient remains in the hospital. The patient is completing pd therapy during the hospitalization.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.